Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On january 26, 2021, omsc received the literature " endoscope rotating technique is useful for difficult colorectal endoscopic submucosal dissection". The purpose of the literature was to assess the safety and efficacy of rotating technique compared with the conventional lesion-up dissection regardless of shape, location, or size of the tumor, and investigated in short- and long-term outcomes following the endoscopic submucosal dissection (esd) procedure. The subject patients were 78 patients who were performed colorectal esd procedures at c.w. Hsu at kaohsiung veterans general hospital from july 2014 to july 2019. The lesion-up method was way that initially colorectal esd is performed from the mucosal incision distal to the tumor by dual-knife and followed by the mucosal flap creation under lesion-up position. The rotating method is the way that the endoscopist will rotate the endoscope to proper position (mainly lesion-down position), if the knife is difficult to approach the proper dissection plane on lesion-up position. Then, it will be easy to lift down the mucosal flap by tip attachment and approach the proper dissection plane. The literature was reported that only one immediate perforation occurred in the rotating method group and underwent endoclip application successfully. In the meanwhile, six immediate and two delayed perforations occurred in the lesion-up method group. Five of the six immediate perforations underwent endoclip application for closure of the perforation successfully, but one of them underwent laparoscopic suturing for the perforation 3 days later. One delayed perforation underwent laparoscopic suturing and the other was treated conservatively. The esd was performed using a dual-knife (olympus; kd-650q). Other medical devices were used as below: an endoscope (olympus; cf-h190l), a tip transparent attachment (olympus; d-201-12704), a coagrasper (olympus; fd-411ur), a co2 insufflator (olympus; ucr), an electrosurgical generator (olympus; esg-100), and a 23-gauge needle (olympus; nm-610u-0423). Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, we assumed that the immediate perforation might be associated with the olympus¿s knife. This report is regarding to one immediate perforation in the lesion-up method group required laparoscopic suturing.